Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported the patient experienced drainage from the wound site post-operatively that was treated with antibiotics on (B)(6) 2016. The antibiotics were taken to prevent an infection but the event was not called an infection. No device issue was reported and the event was related to the implant procedure. The event resolved on (B)(6) 2016.